Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08790 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. Please see below for pump errors/alarms noted 1 week prior to the event date 17-apr-2023 in the formatted history file. Sensor expired alert (794) was recorded and found in the formatted history file on: on (B)(6) 2023 00:10:34.000. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: on (B)(6) 2023 00:42:00.000. On (B)(6) 2023 00:52:00.000. On (B)(6) 2023 06:00:00.000. On (B)(6) 2023 06:10:00.000. On (B)(6) 2023 21:56:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: on (B)(6) 2023 03:01:00.000 on (B)(6) 2023 03:11:00.000 sensor signal not found alert (796) was recorded and found in the formatted history file on: on (B)(6) 2023 04:54:00.000. On (B)(6) 2023 05:04:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor 1 alert, sensor signal not found alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2023 23:09:36.000. On (B)(6) 2023 23:19:00.000. Pump error 68 alarm was recorded and found in the formatted history file on: on (B)(6) 2023 23:20:03.000. Pump error 49 alarm was recorded and found in the formatted history file on: on (B)(6) 2023 23:20:03.000. On (B)(6) 2023 23:21:54.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 23:22:07.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date. Insert battery alarm was expected since the battery was removed from the pump. Per r&d engineer, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were expected since the pump restart due to power loss. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Battery cap contact missing/damaged was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 33 mmol/l at the time of the event and reported pump was not delivering insulin. The customer was admitted to the hospital due to diabetic ketoacidosis. The customer was treated with the insulin pump and intravenous insulin infusion and the customer experienced symptoms such as vomiting. Troubleshooting was performed. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.